Event description:
It was reported that the ventilator was in the standby mode in the event that the pt needed to be connected back on. While the pt was being placed back to the ventilator, the ventilator switched from the set infant pt category to the adult pt category. The respiratory care practitioner (rcp) identified the switch prior to the pt being connected to the ventilator. The rcp changed back to the desired pt category and mode of ventilation and the ventilator functioned normally.

Manufacturer narrative:
Our field service engineer, who was called to the site two weeks after the alleged event, did not reproduce the problem. The fst downloaded the device logs, which included the event log, test log and the technical log. The test log contains the results of all tests performed during the automated pre-use check. A passed pre-use check was performed two weeks prior to the alleged event. The day before the event, a successful leakage test was performed. The event log contains info such as chosen pt category, mode of ventilation, parameter settings, set alarm limits and generated pt related alarms. The event log has limited storage of 1000 entries. The event log received was starting a day after the reported date of event, implying that the event log for the day of event had been overwritten due to continued use of the ventilator after the event. This log shows that no problem occurred in the proceeding ventilation. The technical log contains technical alarms and info that can indicate a ventilator failure. The technical log has no info on the date of event. The pt category can be changed while the ventilator is in the standby mode pressing the pt category touch pad. The ventilator switches to default settings of the chosen pt category until adjusted by the user. The adult or the infant symbol of the chosen pt category is displayed on the screen. Changing the pt category during ventilation cannot be done with a single command, but in several steps and requires a confirmation before being activated. Our conclusion is that the ventilator was inadvertently set to the adult pt category while it was in the standby mode.